Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing while the pump was in use. Customer's blood glucose level was 72-92 mg/dl. During the report, the pump history issue had been resolved on its own.